Manufacturer narrative:
Concomitant medical product: non bd partial set and one used non bd partial set. The customer report that the tubing set male end broke off into the female end of a caresite extension set was confirmed based on inspection of the as-received samples. Inspection of the as-received samples observed the tips of both exit male luer components broken off. Each of the broken off tip pieces were observed to be lodged within their respective non-bd needleless connector components. Further visual inspection of the broken tips observed whitish-colored stress markings on each side which matched up with their respective tips. This is likely evidence of excess force being applied. No other obvious damages or any issues were observed on the components of the received samples. The damage was not expected to have occurred during manufacturing as the breakage was reported while during use. Although the root cause was not definitively determined, previous similar investigations have found that male luer breakage can be attributed to the use of alcohol on the component and not allowing sufficient drying time before the component is mated. It is also unknown how long the mated components were connected together during use as well as the fluid used during the reported event. These could have caused the components to be stuck together making the components difficult to detach. No damages or issues were reported before use of the set. There was no report of patient involvement.

Event description:
The customer reported that the tubing set male end broke off into the female end of a caresite extension set.